Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement. A customer requested assistance from a phillips field service engineer (fse). Per the customer the unit was experiencing defibrillation testing error. Due to the noted issue, the service engineer verified the malfunction. A new capacitor was recommended, the quote was send via email. Based on the conclusion of the investigation, it was determined that his was a malfunction of the capacitor. Per the service engineer a new capacitor is needed to resolve the issue. A quote for the capacitor was sent via email to the customer. The device remains at the customer site. No further investigation or action is warranted.